Event description:
Quality control (qc) results for total beta-hcg were biased low. The customer cleaned the signal reagent (sr) probes. After cleaning the sr probes, acceptable qc results were obtained. There was no report of pt harm as a result of this occurrence.